Event description:
Procedure: bypass. According tot he reporter: during the intervention the device that kept the liver to one side dislocated itself. As a result the liver "fell" on the gastric suture that was being made and was wounded by the needle.

Manufacturer narrative:
(B)(4)